Event description:
It was reported that the lead was surgically abandoned due to an unknown noise, oversensing with no pacing inhibition. Visual inspection of lead showed fracture in pocket area. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).